Event description:
In 2005, the facility technician reported that micro air bubbles were seen in bloodlines. No patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
Baxter will continue to investigate any report it receives and review trending of these events.